Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had a blank display on the insulin pump. Customer stated that they have tried 4 batteries and it will not turn on. Customer stated that they have been without a pump for several days now. Customer relies on the device heavily. Customer was advised to use the batteries on the new pump when it arrives.